Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and similar incident query for this product was not performed because the part and lot numbers were not reported. The reported patient effects of occlusion and stenosis, as listed in the supera instructions for use are known adverse events associated with the use of a peripheral stent in native peripheral arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Literature attachment: alexander a. Brescia, bs,a brian m. Wickers, bs, ms,a juan carlos correa, md,a mathew r. Smeds, md,b and donald l. Jacobs, md,a st. Louis, mo; and little rock, ark., (jvs 2015) stenting of femoropopliteal lesions using interwoven nitinol stents.

Event description:
It was reported through a research article identifying supera stents that may be related to in-stent restenosis and occlusion, requiring bypass surgery and revascularization. Specific patient information is documented as unknown. Details are listed in the attached article titled: stenting of femoropopliteal lesions using interwoven nitinol stents. No additional information was provided.